Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during out of box, there were damaged labels. No patient involvement.

Manufacturer narrative:
The affected samples were not returned; however, photos were provided that confirmed the labels to be damaged. All capiox units are 100% visually inspected during and after packaging. Component code: 4739- gas exchanger. Health effect ¿ impact code: 2645- no patient involvement. Health effect ¿ clinical code: 4582- no clinical signs, symptoms or conditions. Medical device problem code: 1570 - shipping damage or problem. Type of investigation #1: 3331 - analysis of production records. Type of investigation #2: 4114 ¿ device not returned. Investigation findings: 4246- transport/ storage problem identified. Investigation conclusions: 4308- cause traced to transport/storage. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
UDI related data quality updates only. D1 brand name (corrected). D2a common device name (corrected). D4 additional device information (corrected primary unique device identification (UDI) number).